Event description:
The customer reports the device hangs during the operational check, more specifically the device will not acknowledge the press of the charge button and then hangs.

Manufacturer narrative:
(B)(4). The customer reported that the device hung during the operational check, more specifically the device will not acknowledge the press of the charge button and then hangs. Philips repair bench evaluated the device and confirmed the reported complaint. There was no reported pt involvement. The processor pca was replaced to resolve the problem. Also, the customer configuration was restored as well. The device passed all performance assurance tests. The device was sent back to the customer for use. We will consider this a malfunction of the processor pca that caused the device to not acknowledge the charge button while doing an operational check.